Event description:
It was reported that during the implant procedure the helix would not extend. The lead was not implanted and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.